Manufacturer narrative:
Catheter: model #8711, lot #l77340, implanted: 5/9/ (B)(6), explanted: unknown. Analysis of the pump revealed elective replacement indicator occurred (B)(4) 2011. The pump was in safe state-reset occurred-low battery (B)(4) 2011. No anomalies seen. Final analysis of the pump revealed pump/battery/high resistance. The pump connector and proximal catheter were also returned. Analysis of segment 1 revealed it was patent, no leaking found. No anomaly seen. Analysis of the straight connector revealed no anomaly seen. Final analysis revealed no significant anomaly seen. The drugs in the pump were dilaudid, bupivacaine and baclofen.

Event description:
The pump and catheter segment were returned to the manufacturer with no information.